Event description:
During attempt to crush a gallstone in the common bileduct during ercp, the basket wires broke. On subsequent investigation, newer models with a new product sheet & new catalog numbers are labeled not to be used with a lithotripter. Old labeling & product sheets do not indicate use with lithotripter. Old product still in date. Pt had to have open cholecystectomy instead of laparoscos pic procedure to remove device.